Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous ventriculoatrial shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 15 seconds. There was a visible pinhole noted on the device. The device was removed from the patient's body with the usual method without problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.